Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging an audio tone/vibration; no sounds issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/13/2017 with the following findings: during investigation, the pump was powered on and the audible tone feature was not functioning. The vibratory alarm feature functioned normally. All audio settings were set to medium except temp basal was set to off and alarm/error was set to high. The pump was opened and the piezo solder joint on the audible tone circuit was cracked. Unrelated to the complaint, the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.